Event description:
It was reported that the doctor found the cuff leaking after in use for one day and confirmed that, during insertion, it did not touch any sharp objects. The patient was transferred to the or for a tracheostomy tube change. No further adverse effects reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found tears in the cuffs. Functional testing found that it is not even possible to inflate cuffs as they leak so badly. The root cause of the reported issue was found to be user interface. It is improbable that such torn cuffs would leave the manufacturer where 100% inflation test is performed, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The failures most probably happened after surgeries - during use., corrected data: type of reportable event corrected (updated b1).